Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. It should be noted that this specific model is not sold in the united states, so it is not in gudid.

Event description:
The user facility reported that an employee obtained a burn to their hands while handling a leaking carton of vaprox hc sterilant. The employee washed their hands and continued working.